Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. On behalf of the customer, a caregiver reported receiving lower sensor scan results of 53 and 49 mg/dl compared to readings of 450 and 458 mg/dl obtained on a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of sensor wear was for 1 day. The results/comparison readings when plotted on a parkes error grid fall into the d zone, showing the difference in values to be clinically significant. The customer experienced symptoms described as feeling unwell and was unable to self-treat due to their symptoms. The customer had contact with a healthcare professional (hcp) who administered insulin (dose/type unspecified) intravenously for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 is an indication that the sensor had terminated due to an error. However, due to the sensor terminating off body, the error had occurred after the sensor was removed from the user and had no impact to the reported complaint. Functionality testing will be performed to determine if sensor was functioning as intended. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. Section d4 (primary UDI number) was updated based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. On behalf of the customer, a caregiver reported receiving lower sensor scan results of 53 and 49 mg/dl compared to readings of 450 and 458 mg/dl obtained on a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of sensor wear was for 1 day. The results/comparison readings when plotted on a parkes error grid fall into the d zone, showing the difference in values to be clinically significant. The customer experienced symptoms described as feeling unwell and was unable to self-treat due to their symptoms. The customer had contact with a healthcare professional (hcp) who administered insulin (dose/type unspecified) intravenously for treatment. There was no report of death or permanent injury associated with this event.